Event description:
It was reported by the retailer that the primary package contained a dressing and a part of another dressing, which was crushed by the sealing of the primary packaging. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: complainant country: mexico. Batch record review: lot 2j01780 was manufactured 23/sep/2022, in bodolay pratt c line, with a total of (B)(4)market units (mkus). Compliance engineer performed a batch record review on 25/oct/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case. Conclusion summary of the related event: as a result of the investigation, in which the multidisciplinary team performed a 5why exercise to identify the root causes related with this defect, it was identified the following: -an evaluation was carried out during the sealing and packaging process in bodolay line, and it was observed when the dressing is out of the center of packaging material, get in contact with sealing area, the plates get dirty, hindering the heat transference of the current pieces sealing and the following cycles causing incomplete sealing. -current vision system scope it can identify the following defects, loss dressing, trapped in the seal, empty blister, double dressing, cut dressing, red tape. The opportunity is related to upgrade the current vision system to ensure the capture of channel and open seal during manufacturing production. Corrective and preventive actions identified will be taken through corrective action/preventive action (CAPA) record in database. The investigation associated with related corrective action/preventive action (CAPA) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.